Event description:
The customer reported error code/needs logic board. There was no patient involvement.

Manufacturer narrative:
H7 & h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that there is no fault found on logic board. Replaced f1 and c3 on motor controller board due to no power. Replaced broken ail sensor right side, and corroded right,left iui. Replaced door assy with keypad. Keypad recall completed. A review of the device history record showed the device had a manufacture date of 10/31/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for iui conn issues. CAPA #: (B)(4) for lvp air in line.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported error code/needs logic board. There was no patient involvement.

Event description:
The customer reported error code/needs logic board. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.